Event description:
It was reported the patient experienced possible sepsis coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the event. At the time the event occurred, peritoneal dialysis therapy was ongoing, but it was not reported if peritoneal dialysis therapy was ongoing after hospital admission. It was not reported if the patient was recovered or was recovering from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.